Event description:
It was reported that the cine function was not operating correctly. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk was evaluated, replaced an then reformatted. The system was tested and found to be working as intended and returned to service.